Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After trial leads were pulled, patient started having increased pain in his regular painful areas. Patient contributes his increased pain to the procedure. Should additional information be received, this file will be updated.